Event description:
A patient reported experiencing inaccurate low results with an ot ultra meter. The patient's blood glucose was 104mg/dl(meter) vs. 156mg/dl(lab) within 10 minutes, with a difference of 33%. Patient did not experience any adverse events. No further information has been reported.